Manufacturer narrative:
(B)(4). (Exemption number e2015033). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient has no sound perception with the device. External parts have been checked without improvement. Family reports no incident of accident or trauma. In situ measurements done in may 2017 showed a stable result. Current plan is to continue to monitor progress and measurements. No decision regarding revision has been made at this time.

Manufacturer narrative:
Med-el elektromedizinische geräte gmbh and vibrant med-el submit MDR reports on behalf of med-el corporation (exemption number e2015033). Correction: this complaint was opened in error. A complaint with the similar problem was received and was reported to FDA in 2016 with the manufacturing report number (MFR) 9710014-2016-00258. This complaint will be cancelled and all further investigations will be performed in the previous complaint (complaint ID 94512). We sincerely apologize for the inconvenience this may have caused.

Event description:
The patient has no sound perception with the device. External parts have been checked without improvement. Family reports no incident of accident or trauma. Latest in situ measurements showed two channels are involved in a short circuit and three channels showed high impedances. The ground path impedance is also increased. In situ measurements done in (B)(6)2017 showed a stable result. Current plan is to continue to monitor progress and measurements. No decision regarding revision has been made at this time. From previous complaint #94512 is known that latest in-situ measurements from (B)(6)2016 show high impedance on three electrode channels and two channels involved in a short circuit. The family does not wish to re-implant the right side at this time.